Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device upgrade procedure on (B)(6) 2021. During procedure, it was noted that atrial lead was causing pocket stimulation. The lead was capped and replaced. The patient was stable.